Manufacturer narrative:
Additional information d10, h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Evaluation did not detect any symptom or potential cause of the reported issue throughout the investigation process. The device was found to be physically within specification and the error did not occur during 17 hours of testing. No cause was able to be identified and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that shut off and had no alarm. The event occurred during patient use at the imaging department. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.